Manufacturer narrative:
Follow-up #1: date of submission 16 may 2017. Device evaluation: the device has been returned and evaluated by product analysis on 04/28/2017 with the following findings: on investigation, the display did not demonstrate any characteristics of being ¿cloudy.¿ investigation did not duplicate the alleged cloudy display. On investigation, the pump powered on with a dim/faded/discolored display screen.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (cloudy) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.